Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, due to the cutout, an extraction order was issued. Upon arriving to witness the extraction, the blade was found bent. It was reported that, the nail was left in patient and distal lateral fastener in place, only the rc lag screw and u-blade end cap were removed. The bent blade was confirmed during removal. It was unclear when it bent. No further information was provided.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, due to the cutout, an extraction order was issued. Upon arriving to witness the extraction, the blade was found bent. It was reported that, the nail was left in patient and distal lateral fastener in place, only the rc lag screw and u-blade end cap were removed. The bent blade was confirmed during removal. It was unclear when it bent.no further information was provided.